Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. Evaluation observed the second column of keys (2nd soft key, setup, #1, #4 and #7) to be inoperable. The device was determined to not meet all product specifications related to the reported event. The multiple buttons not functioning was verified. The cause was determined to be a non-original equipment manufacturer keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump has multiple buttons not functioning. There was no patient involvement associated with this event. No additional information is available.